Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The wires were exposed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument failed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis.

Event description:
It was reported that the force bipolar instrument was broken. There was no report of patient involvement.